Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with a brown organic foreign material, however, the specific material could not be conclusively identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (air/water flow issues) was confirmed. In addition to the foreign material (organic brown-colored material) in the nozzle, additional evaluation findings were as follows: the bending section cover glue was separated, the light guide cover lens was cracked, the plastic distal end cover was cracked, the connecting tube protector was damaged, the plug unit housing was damaged, the venting connector was corroded, the angulations were out of specification, and the insulation distal end value resistance was out of specification due to damages of the camera cover. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using an evis exera iii gastrointestinal videoscope, there were air/water flow issues. The event occurred during reprocessing. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there was foreign material (organic brown-colored material) in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.